Manufacturer narrative:
The purpose of this submission is solely to provide a correction of additional manufacturer narrative/corrected data section (h10) and event problem and evaluation codes (h6). This is based on the result of an internal review. #h6: evaluation result codes- previous: no findings available (3221). Evaluation result codes- corrected: mechanical shock problem (3217). Evaluation conclusion codes- previous: cause not established (4315). Evaluation conclusion codes- corrected: cause traced to user (19). #h10: previous: getinge became aware of an issue with one of surgical lights - held. The initial allegation provided in the complaint was an action plan for improving performance of the operating lights. However, on the attached photos the paint chipping was noticed. There was no injury reported however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as appearance of chipped paint could be considered as technical deficiency and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report can not be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected: getinge became aware of an issue with one of surgical lights - hled. The initial allegation provided in the complaint was an action plan for improving performance of the operating lights. However, on the attached photos the paint chipping was noticed. There was no injury reported however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as appearance of chipped paint could be considered as technical deficiency and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). As it was established by our subject matter experts the paint chipping most likely to be caused by mechanical collision of the parts. The `hled user manual 01601en09` includes an information to daily check the device for chipped paint and also impact marks and any other damages. Parts which are not up to the manufacturer specification shall be withdrawn from usage until the service operator will recommend to put it back in use. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference numbr (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. The initial allegation provided in the complaint was an action plan for improving performance of the operating lights. However, on the attached photos the paint chipping was noticed. There was no injury reported however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as appearance of chipped paint could be considered as technical deficiency and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report can not be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide that the additional information regarding brand name#, version or model #, catalog # and serial# were received. #d1: previous brand name#: powerled. Corrected brand name#: hled. #d4 previous version or model #: ard568407901. Corrected version or model #: ard568303906 & ard568303905. Previous catalog#: ard568407901. Corrected catalog#: ard568303906 & ard568303905. Previous serial#: (B)(6). Corrected serial#: (B)(6).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 9th of november 2019 getinge became aware of an issue with one of our surgical light - powerled. During the visit at customer site related to issue with the light it has been noticed that paint chipped from the device. No injury has been reported due to mentioned issue, however we decided to report this case in abundance of caution and based on potential as any part falling into sterile filed might be a source of contamination. Manufacturer's reference number (B)(4).